Event description:
The service report shows the customer alleged the 840 ventilator stopped cycling while in use on a patient. There were no reports of any patient harm or injury. The nellcor puritan bennett customer support engineer (cse) verified that there were error codes in memory that substantiate the customer's claim. The cse replaced a circuit board of the unit passed its acceptance tests.